Event description:
It was reported that the patient underwent surgery to treat adjacent degeneration, ddd and stenosis at l4/5. There was significant bone growth over the previously placed crosslink, screw and rod at l4/5; there was solid fusion. The instrumentation at l4/5 was removed. Neuromonitoring responses were within acceptable levels. The patient also underwent transforaminal lumbar interbody fusion at l5/s1 using peek cage with rhbmp-2/acs and autograft, as well as bilateral posterior fusion with bilateral nuvasive instrumentation. Fluoroscopic images verified good placement of instrumentation. Rhbmp-2/acs, autograft and allograft chips were placed posterolaterally. The patient was transferred to recovery in stable condition. Follow up CT taken 92 days after the surgery showed unremarkable fusion changes at l4 through s1 with significant phlegmon posteriorly (5.0x7.0x4.5 cm) without definite rim enhancement to suggest abscess. No definite hardware loosening. There was moderate foraminal narrowing at l4/5 by marginal osteophytes and mild narrowing of sacroiliac joints.

Event description:
At 621 days post-op, the patient presented for a follow-up visit, reporting low back pain with bilateral leg pain, numbness, tingling, and spasms. Two injections have provided minimal relief. Physical therapy has not helped.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.